Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/2/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following: how many devices demonstrated the reported alleged deficiency? (Several needles came off inter-operative while using this prolene code?) Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. (Customer provided me with the box of sutures from which th peyulled the defective ones. To date, I have not received the shipper kit to send one box of suture back. Will this be sent to me?) Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Rf (please refer to the attached email) please send any follow up to me, many thanks) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiac surgeon on (B)(6) 2026 an suture was used. Cardiac surgeon experienced needles coming off of the suture after passing the suture through the tissue on an aortic valve repair. They saved the box from the lot # that was used. This happened with multiple sutures during the procedure. Surgical team and surgeon are very frustrated. There were no patient consequences reported. There were no significant delays. Additional information was requested.